Event description:
It was reported that following an implant procedure, the patient experienced numbness and weakness in the leg. It was noted that the patient was treated with other therapy option and the spinal cord stimulation (scs) remained implanted.